Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and side information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2013.

Event description:
**Update** (B)(4) 2013 litigation papers received. Doi and new dor provided. Litigation alleges metallosis, discomfort and pain. Due to allegations of discomfort and pain, all revised components are now being reported. Litigation states that the previously reported revision was rescheduled due to infection.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised due to infection. Update: - medical records received (B)(6) 2013. Revision operative report indicates grossly loose acetabular component, which was surrounded with what appeared to be chronically inflamed soft tissue. There was gross purulence when the joint capsule was entered. Frozen section returned consistent with acute inflammation but had multiple lymphocytes as well. The gram stain came back showing gram-negative rods. Obligated to treat this as an infection. Frozen section showed 10 pmns per high powered field but also numerous lymphocytes which could be consistent either with infection or with acute lymphocytic reaction do to hypersensitivity.